Manufacturer narrative:
(B)(4). Date of event is unknown. Batch r5ac7v. Investigation summary: the analysis results showed that one gst60d reload was received fully fired, with the pan detached from the cartridge, and with 22 double drivers missing. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the cartridge had been difficulty in being removed from the jaw after the firing. The surgeon removed it forcibly, the cartridge deck was separated from the cartridge pan. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.